Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found minor dents on distal edge, dented on gold plating, and minor stains under lg cover glass. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported the rigid video scope had a damaged cable. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported the rigid video scope had a damaged cable. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.